Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline ECG) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u302 amplifier on the distribution node pca. The root cause for the defective u302 amplifier could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt for further investigation. The electrode belt was unable to complete a baseline ECG during a patient fitting.